Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implant surgery the patient experienced bradycardia. The patient's heart rate prior to the event was noted to be 78 bpm and during the event is was 55 bpm. The anesthetist alerted the staff and the patient's heart rate returned to normal without any intervention and the device was off during the event. The surgery continued and then the patient's device was programmed on and their heart rate remained normal. The physician did not believe that the bradycardia was related to vns stimulation. Per the surgeon it was noted that this event appeared to be a one-off episode and most likely related to general anesthetic. No other relevant information has been received to date.